Manufacturer narrative:
Initial reporter phone number: (B)(6).

Event description:
It was reported that a seam tear occurred. A 14f isleeve introducer was placed. A 22mm non-bsc balloon was advanced through the introducer. During removal of the balloon, it was visible that the balloon was splitting the introducer. The procedure was able to be completed with the successful implant of an accurate valve and with the same isleeve. No patient complications were reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that a seam tear occurred. A 14f isleeve introducer was placed. A 22mm non-bsc balloon was advanced through the introducer. During removal of the balloon, it was visible that the balloon was splitting the introducer. The procedure was able to be completed with the successful implant of an acurate valve and with the same isleeve. No patient complications were reported. The returned product consisted of an isleeve sheath with a dilator in the lumen. The sheath and tip were microscopically examined. Two of the seams are starting to expand as expected with device usage. The sheath material was split/torn on a seam starting 12.8cm from the tip and extending to the tip. There was no evidence of any material or manufacturing deficiencies contributing to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Product analysis confirmed the reported event due to the damage.